Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7284586, UDI: (B)(4).

Event description:
It was reported that the patient experienced uncomfortable tingling sensation and pain down at the arms during the lead implant. The leads of the patient were explanted. The patient continued to experience pain after the leads were explanted. The patient was provided with pain medication and was admitted to the hospital. The explanted devices were disposed by the facility. No further information has been obtained.